Event description:
It was reported that a pt was implanted with gore propaten vascular graft in a carotid-subclavian bypass procedure. The pt presented with a stroke after implantation. Coumadin was administered and the pt is doing fine. Further investigation is pending.